Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2020-10176. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction.

Manufacturer narrative:
Olympus evaluated the reported malfunction again. It cannot be ruled out that the error code e315 with no endoscopic image which was not resolved in a procedure would not likely to be cause or contribute to a serious health impact. Therefore, olympus determined that this event is an MDR reportable malfunction. The device was not returned to olympus. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from the user, omsc considered that the reported phenomenon was attributed to the monitor went blank and displayed error e315 and the patient was quite unwell happened at the same time. Based upon the information from past similar case, omsc surmised that the monitor went blank and displayed error e315 was attributed to the flooding inside the scope connector. There was the possibility that flooding inside the scope connector was attributed to the leak tester attachment / detachment with the subject device submerged. Based upon the information from the user, omsc considered that the patient was quite unwell was attributed to the followings. Delay in the procedure due to the malfunction of the subject device. The patient was not in good physical condition before the procedure. The subject device was inserted into the patient who had adhesions in the colon and had difficulty inserting the scope. As a result, the user could not insert smoothly, and the patient felt pain, resulting in quite unwell.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct of "b1: report type" and ¿h1: type of reportable event¿ in the initial report. The "b1: report type" is not only ¿product problem¿ but also ¿adverse event¿. The ¿h1: type of reportable event¿ has been changed from malfunction to serious injury. The device referenced in this report (evis lucera elite gastrointestinal videoscope. Olympus gif-hq290l) is an endoscope with an instrument channel that allows biopsies of the gastrointestinal mucosa, as well as procedures such as endoscopic submucosal dissection (esd). According to the repot, the procedure was interrupted due to error 315 (image loss), as well as patient discomfort. The report states that no health hazards happened to the patient, however considering all possibilities, image loss or video signal loss can lead to mucosal damage or bleeding that may require additional treatment or medical procedure. While a mucosal damage/bleeding caused by a biopsy snare might be considered non-serious, damage caused by an esd knife can potentially lead to medical or surgical intervention to prevent serious outcomes (e.g. Gastrointestinal perforation leading to emergency surgery), thus the reported event can be considered serious.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a colonoscopy using the device, the monitor went blank and displayed error e315 when they reached the patient's cecum. The customer called in olympus to resolve the problems, but was advised that the issues were likely due to fluid ingress in the instrument channel. The user was unable to get the scope working again and had to abandon procedure, as the patient was quite unwell and they did not want to reattempt the intended procedure with another scope at that time. The user reported that that they have chosen to send the patient for a CT to determine if another procedure is required. The user stated that the device will not be sent to olympus because it is under non-olympus contract. There was no report of patient injury associated with this event.